Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) suddenly went blank, it was immediately replaced with another unit and there was no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: the customer did not request service, and it is unknown what tests the customer performed. The iabp is functional and is being used for clinical use. The unit was returned to the customer for clinical use. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
N/a.